Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found during testing, the erbe unit displayed error code c33 upon startup; however, a review of the erbe log showed recorded errors c-00. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause of error c-34 is attributed to a faulty electrical component inside the erbe generator.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that the erbe generator displayed error c-34, and power cycling both the generator and the system did not resolve the issue. Tse then advised the user to switch to a third party generator to continue the procedure. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that they resolved the erbe error by using a third party force-triad generator and exchanging out the original generator. This allowed the procedure to be completed as planned. The reporter also stated that the same issue occurred in a separate, later procedure on (B)(6) 2026. In this instance, they again used a third force-triad generator to address the problem and successfully completed the procedure.